Manufacturer narrative:
Clinical review: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that the liberty cycler set had a malfunction or product deficiency caused this event. Peritonitis is a well-documented complication in pd patients. The patient¿s pd culture grew corynebacterium which are bacteria normally found on human skin. Therefore, based on the reported information, the peritonitis event can be reasonably attributed to a breach in aseptic technique (not adhering to hand hygiene) by the patient, as reported by the pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. In additional follow-up, the reporting pd nurse confirmed that on (B)(6) 2025 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained which grew the bacteria corynebacterium species. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and cefepime (per clinic protocol) on an outpatient basis. The pd nurse stated the patient is recovering from the event and continues pd therapy with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique as the patient admitted to not adhering to hand hygiene during pd treatment.

Event description:
It was reported to fresenius by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. In additional follow-up, the reporting pd nurse confirmed that on (B)(6)2025 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained which grew the bacteria corynebacterium species. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and cefepime (per clinic protocol) on an outpatient basis. The pd nurse stated the patient is recovering from the event and continues pd therapy with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique as the patient admitted to not adhering to hand hygiene during pd treatment.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Correction: b2 (outcomes attributed to adverse event).

Event description:
It was reported to fresenius by a peritoneal dialysis (pd) nurse that this patient on pd therapy had peritonitis. In additional follow-up, the reporting pd nurse confirmed that on 7/jan/2025 the patient was seen in the outpatient pd clinic with symptoms of abdominal pain and cloudy pd effluent. Per the nurse, the patient had a pd culture obtained which grew the bacteria corynebacterium species. The patient was treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and cefepime (per clinic protocol) on an outpatient basis. The pd nurse stated the patient is recovering from the event and continues pd therapy with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis event. The nurse indicated the peritonitis is due to a breach in aseptic technique as the patient admitted to not adhering to hand hygiene during pd treatment.